Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed. The device had a damaged component. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the ibed awareness was not alarming. No patient was involved.